Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer gave a manual injection and changed infusion set to address bg. Reportedly, supplies were used beyond labeling. Tandem technical support educated the customer on insulin labeling.